Event description:
Operating room reports harmonic shears opened to the surgical field by circulator. Scrub tech took the harmonic shears and inspected the instrument. The scrub tech noticed that a black piece of insulation on the instrument tip was missing. Circulator and scrub tech found the missing black piece of insulation in the packaging. The scrub tech gave the harmonic to the circulator and it was removed from the surgical field.